Manufacturer narrative:
.Evaluation summary: the reported condition was confirmed. A corrective and preventative action has been initiated (mdq-CAPA-132).

Event description:
The facility reported damaged batteries. Info was not provided regarding whether or not the failure occurred during a pt infusion. Although baxter attempted to obtain info, details were not available regarding additional contact info. The hosp rep stated that there were no reports of pt injury or medical intervention associated with this event.